Event description:
The coronary balloon was deemed defective upon inspection during preparation. The balloon was replaced with no harm to the patient. Details of defect are unknown, but the site contacted the manufacturer representative to discuss.